Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise, oversensing, low lead impedance, high thresholds and a decrease in r-waves. The lead was capped and replaced successfully. No patient symptoms were reported.